Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was explanted and replaced for reported normal battery depletion 1 year 3 months later. The rv lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited noise on the shock channel. The noise was unable to be recreated with patient isometrics. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Subsequently, the patient was seen and defibrillation threshold (dft) testing was performed. The patient was unable to be induced with standard 31 and 41 joule shocks. In triad configuration, the patient was unable to be converted with a 31 joule shock. In coil to coil configuration could induce and the patient was rescued with one 31 joule shock, however, high out of range shock impedance measurements greater than 125 ohms was observed. Additional testing was performed and shock impedance measurements were noted to be 95 ohms. The lead configuration was left coil to coil and the remote monitoring alert value was increased to 150 ohms and monitoring will be continued. No additional adverse patient effects were reported. This product remains implanted and in service.